Manufacturer narrative:
Describe problem or event: material no. 81411; batch no. Unknown. It was reported that during use of the bd insyte-n¿ autoguard¿ shielded IV catheter there is severe drag when pulling back on the needle. The following information was provided by the initial reporter: per email: thank you for reaching out. We (nicu) have been having challenges with the insyte ref. (B)(4) and ref. (B)(4). Our clinicians chief complaint is severe drag as they pull back on the needle - to the point that it dislodges the catheter. At first we were thinking it was a night shift issue but upon further discussion our day shift has had this experience as well. We would like to know if there has been any change to the products over the past 6-8 months? Yes, after several attempts by experienced staff, central lines needed to be placed. This complaint is being reported for tip adhesion/bonded to needle. Type of reportable events: serious injury. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. *per sandy quality manager, no changes have taken place for either item: (B)(4) or (B)(4).

Event description:
Material no. 381411; batch no. Unknown. It was reported that during use of the bd insyte-n¿ autoguard¿ shielded IV catheter there is severe drag when pulling back on the needle. The following information was provided by the initial reporter: per email: thank you for reaching out. We (nicu) have been having challenges with the insyte ref. (B)(4) and ref. (B)(4). Our clinicians chief complaint is severe drag as they pull back on the needle- to the point that it dislodges the catheter. At first we were thinking it was a night shift issue but upon further discussion our day shift has had this experience as well. We would like to know if there has been any change to the products over the past 6-8 months?" Yes, after several attempts by experienced staff, central lines needed to be placed. This complaint is being reported for tip adhesion/bonded to needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: 381411, batch no.: unknown. It was reported that during use of the bd insyte-n¿ autoguard¿ shielded IV catheter there is severe drag when pulling back on the needle. The following information was provided by the initial reporter: per email: thank you for reaching out. We (nicu) have been having challenges with the insyte ref 381511 and ref381411. Our clinician¿s chief complaint is severe drag as they pull back on the needle- to the point that it dislodges the catheter. At first we were thinking it was a night shift issue but upon further discussion our day shift has had this experience as well.